Event description:
Per the clinic, the patient experienced screeching sounds, loud crackling noise, and loud humming sounds that fluctuated intermittently, occurring approximately every hour during device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.